Event description:
Reporter alleged obtaining a discrepant blood glucose value of 241 mg/dl was performed back to back with a lab result of 95 mg/dl within 10 minutes on the inform system on one patient. Reporter did not indicate if the patient was experiencing any hyperglycemic or hypoglycemic symptoms during the times of testing. Reporter stated the patient was treated with an unk amount of insulin based on the meter reading. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.